Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round moderate profile 375cc, serial (B)(4), lot number 57995751, catalog number 3501660. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 10/17/2018, it was reported that mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was explanted on an unknown date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/23/2018, it was reported to mentor that the date of explantation was (B)(6) 2018. The appearance of the implant was unacceptable cosmetic appearance due to deflation. The devices were replaced with catalog number 3501660, saline mentor smooth round moderate profile 375cc, serial number (B)(4), lot number 7598882 on the right breast implant and with catalog number 3501660, saline mentor smooth round moderate profile 375cc, serial number (B)(4), lot number 7598882 on the left breast implant. Both implants were filled to 425cc. The patient was in a stable condition after the surgery. The patient tolerated the procedure well. There were no complications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/30/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, mentor product analysis lab observed a crease on the anterior view. A rent was discovered within the crease measuring 1.1 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).